Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation, post coital bleeding, lower abdominal pain and uterine prolapse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin) and lamotrigine (lamictal). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (plaintiff underwent a total vaginal hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff sought continued medical attention for women for these symptoms. The essure tubal occlusion device was used to occlude 1st the right fallopian tube with 4 coils noted on the right, then the left with 5 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed full occlusion, scout view of the pelvis demonstrates metallic essure implants bilaterally. Calcified phleboliths are scattered within the pelvic basin. The uterine cavity is opacified and there is no fallopian tube opacification or spoilage from either side. Impression: satisfactory appearance of bilateral fallopian essure implants . No evidence of contrast spillage on either side. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record:dysmenorrhea. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received:event dysmenorrhea,fatigue added. Treatment drug,concomitant medication,concomitant disease,reporters,lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (plaintiff underwent a total vaginal hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff sought continued medical attention for women for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed full occlusion. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.